Event description:
It was reported that was a revision to creo screws that had migrated post operatively. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to te cause of the reported issue.